Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient was difficult to wake up and ¿they blamed it on the defibrillator¿ because the patient was in the sun. Multiple attempts at follow-up with the patient¿s physician were unsuccessful. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.